Event description:
It was reported that the patient underwent radiation. After the treatment the patient's artificial urinary sphincter (aus) was not working properly. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the aus was not working properly after completion of radiation six weeks prior. No more information available at the moment. Should additional information become available, it will be provided. It was further reported that the patient stated device stopped working about 2 weeks after radiation completion and was deactivated when patient had to fo to ER due to not being able to void. The device was said to be currently still deactivated.